Event description:
The reporter stated that the surgeon inserted a aq2010v 3 piece silicone lens. The lens was mis-loaded causing lens was cut in half to remove from the eye without enlarging the incision.